Manufacturer narrative:
Product analysis: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead dislodged and exhibited no capture. The lead was suspected to have perforated the cardiac wall. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.